Manufacturer narrative:
H3 and h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The sample shows signs of manipulation; therefore, it cannot be confirmed that the failure mode reported in the complaint "separation" was generated during the manufacturing process. The root cause could not be determined. A review of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that after priming, the first rbc (blood product) was administered under pressure, and while connecting the second rbc to the spike of the circuit, the operators hand slipped and separated the spike needle while it was still connected to the rbc. It is thought that the weight of one rbc was applied to the upper tip of the drip chamber, causing it to break and break off. There was patient involvement and no patient harm/adverse event reported.